Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited loss of capture when in autocapture mode. The patient's intrinsic rate was reported as high as 130 beats per minute. The device may be inhibited during the autocapture threshold search due to the high intrinsic rates.